Event description:
It was reported that the patient was on home hospice and passed away due to chronic anemia and failure to thrive (ftt). The outcome was not considered to have been device or therapy related. The pump had operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.